Event description:
A pasv PICC that had been therapeutically placed in a femal pt (age unk) was noted with a hole in the catheter distal to the suture wing. The device was removed from the pt and another replacement device was successfully implanted. The complainant reported that there was no adverse effect on the pt as a result of the reproted malfunction.